Manufacturer narrative:
Initial.

Event description:
It was reported that the patient missed meal announcing sweet potato fries on the ilet, exercised to lower blood glucose, then treated a subsequent low with orange juice and graham crackers, after which blood glucose rose to 279 mg/dl; the patient also recently lowered the glucose target and asked to speak with clinical support about fluctuations. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, with insufficient information to attribute a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.